Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the copper contact of the paddle holder is defective and the device displays an error 40. There was no patient involvement.